Manufacturer narrative:
The bench service engineer (bse) serviced the device again and replaced the power cord to resolve the issue. The bse then completed a performance verification test (pvt). The device passed the pvt, confirming a return to full functionality. The device is being sent back to the customer ready for use.

Event description:
Philips received a complaint on the v60 ventilator indicating that the resistance of the power cord was higher than allowed during electrical safety testing. There was no patient involvement at the time of the reported failure. There was no report of patient or user harm. The device was evaluated at a bench service center by a bench service engineer (bse). The bse determined that the power cord needed to be replaced. The investigation is ongoing.